Event description:
A peritoneal dialysis (pd) patient experienced a cloudy fluid. It was reported that the patient was feeling unwell. The patient stayed in the hospital for six hours and was treated with antibiotics (ongoing). The cause, patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.